Event description:
The programmer which returned into service subsequently tested out of specification during manufacturer analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that there was a software update issue. Software was not up to date, found software update related errors in software history. The power supply was noted to smell bad. The cord bay latch was worn. All bullets were missing. The left hasp latch was broken. The logo button was missing. The cooling fan was noisy. The keyboard sliding rails were broken. The right keyboard hinge was broken. The anti-slip layer rf-head was worn. The paper tray was nearly empty. The ECG connector support plate and handle update were required. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.